Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 8fr sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was felt when attempting to close the lever of the proglide device to retract the foot. The lever of the proglide device could finally be closed and the foot retracted. Hemostasis was achieved with the sutures of the proglide device. Manual compression was applied for five minutes as a precaution. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported foot retraction issue was confirmed. The posterior foot was separated and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that there was no resistance felt when removing the proglide device from the patient anatomy and no reported tissue damage due to the proglide device. No additional information was provided.